Manufacturer narrative:
Qn#(B)(4) the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a mic-mvr procedure, an 18f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate to severe resistance attempting to advance the bypass tube into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: the physician reported that he had two (2) manta which did not allow anchor deployment by using the deployment lever according to the IFU. With the third attempt by using a new (3) manta from the same lot he resulted in successful large bore closure. There was no harm to the patient and the patient outcome is fine. The two involved products have been collected and will be available for examination. Additional information: during a mitral valve replacement on the (B)(6) 2023 the anchor did not deploy from the device and remained in the sheath. The physician encountered moderate to severe resistance pushback when attempting to deploy. By using a new third manta from the same lot he resulted in successful large bore closure. There was no harm to the patient and the patient outcome is fine. Associated complaint (B)(6) manta

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the physician is trained and certified on manta since 2019 and has experience in more than 400 cases, reported that in a today's closure procedure he had two (2) manta in a row which did not allow anchor deployment by using the deployment lever according to the IFU. With the third attempt by using a new (3) manta from the same lot he resulted in successful large bore closure. There was no harm to the patient and the patient outcome is fine. The two involved products have been collected and will be available for examination. The physician is expecting free of charge product replacement. Additional information: during a mitral valve replacement on the (B)(6) 2023, the anchor did not deploy from the device and remained in the sheath. The physician encountered moderate to severe resistance pushback when attempting to deploy. By using a new third manta from the same lot he resulted in successful large bore closure. There was no harm to the patient and the patient outcome is fine.